Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a couple months ago they started having a return of symptoms and had been wearing a pad every day. Caller added that they tried making an adjustment to the stimulation, but they were not able to connect to the implant. Caller noted that they had a fall and needed an MRI of their neck and shoulder. Caller stated they need a new battery in their butt because it didn't work anymore. Agent offered to troubleshoot connecting to their ins. Patient stated they really could not connect anymore. Patient also mentioned that they have an upcoming "confirmation" with the doctor this week on removal/replacement of the ins. Patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device was working but was at 10% battery life remaining in implant. Stated cause of issue due to normal battery depletion of the ins and user confusion. It was reported the issue was not yet resolved as the battery will be scheduled to be replaced. Patient stated the fall did not affect the implant. MDR decision corrected too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.